Event description:
The customer reported via phone call indicating that the insulin pump alarm no delivery during basal, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. After the troubleshooting was done, customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. Customer reported that the insulin exits with manual primes. The customer was advised that the insulin pump is working as designed. Customer was advised that the alarm was caused by set/reservoir occlusion. Customer was advised the we would send replacements.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.